Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found an integrated circuit anomaly which likely contributed to the reported anomaly.

Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.